Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The caller reported that the patient was seeing an 'internal device lost all data. Contact your clinician' screen after having a cardioversion procedure 10 days prior. The caller met with the patient shortly after being notified on (B)(6) 2020 to interrogate the patient's device with the clinician app. Therapy settings were reconfigured and everything was working as intended for the patient. The patient had gone in for an unrelated procedure on (B)(6) 2020 and when they tried to turn off the device prior to the procedure they experienced the same error screen. Guidelines for cardioversion were reviewed and the device had experienced a por. It was reviewed the damage may not be immediately apparent and it was recommended that the caller try to reconfigure the device again. The patient should continue to monitor. If the issue persisted, the patient should discuss next steps with their healthcare provider. No patient symptoms were reported. Additional information was received. The rep stated the impedances were showing green, but when checking individual electrodes 0-1,0-2,0-3 are greater than 4,000 ohms and 0-1 is 1,091 ohms. The patient was on program 1 and was feeling stimulation at 2.3v on -3, +0. It was reviewed to reprogram around the best pairs and have the patient monitor going forward. No patient symptoms were reported. No further complications were reported or anticipated.